Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was making a loud noise and it would not turn on. The customer stated that they just put the batter back in and it was not making the noise but it was still not turning on. The customer's blood glucose level during the incident was unknown. The customer reported that the insulin pump was continuously beeping. They were unable to see anything on the screen. They were unable to see the alert that occurred before it went to the tone. The battery compartment was neither damaged nor corroded. The insulin pump's display did not return even after troubleshooting. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to power connector in battery tube not plugged in properly into connector in interface board. No constant tone noted during testing. Device had cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.